Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took approximately 27-28 units of insulin in order to observe insulin drips exiting the infusion set tubing during the load fill tubing process. Reportedly, customer successfully loaded cartridge and resumed insulin therapy. Customer's blood glucose was approximately 160 mg/dl.